Event description:
It was reported that this right atrial (ra) lead exhibited oversensing. The lead sensitivity could be adjusted to reduce oversensing. This lead remains in service. No adverse patient effects were reported.